Event description:
Reporter indicated that the power light would not come on when reset buttons were pressed on the vns programming wand. Troubleshooting was done over the phone by MFR and reporter was told to change the battery and see if wand would work then. Reporter never called back to indicate whether problem was solved. All attempts for further info have been unsuccessful to date.